Event description:
New information on (B)(6) 2017 noted that the lead was explanted on an unknown date. No further information was available.

Manufacturer narrative:
Final analysis found that the insulation was crushed at 35.0cm from the distal tip. The damage sustained resulted form clavicular crush.

Event description:
It was reported that the patient presented in the clinic due to symptoms of pocket stimulation. Upon interrogation, it was noted that the patient's right ventricular lead exhibited low impedance. A polarity switch had been invoked. Noise reversion episodes were also noted. The noise was not reproducible with isometrics. The device was reprogrammed to a unipolar configuration.

Manufacturer narrative:
(B)(4).